Manufacturer narrative:
The cls remains implanted. It was reported that the cls caused the reported discomfort while the patient was in recumbent position. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke closed loop stimulator (cls) implant site when in recumbent position. The physician noted the position of the cls was contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.